Event description:
Per the customer, the tip was bent during a case, which could possibly lead to an incorrect measurement. The procedure was completed successfully with the same device without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Correction: follow-up report submitted to document the device was not available for evaluation. H3 other text : device not returned.

Event description:
Per the customer, the tip was bent during a case, which could possibly lead to an incorrect measurement. The procedure was completed successfully with the same device without a surgical delay; no medical intervention or adverse consequences were reported.